Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed correctly. The self test passed. The customer delivered a 1.5 unit bolus to correct a blood glucose reading of 10.6 mmol/l at 9:00pm. At 9:30pm, the customer delivered a bolus of 2.5 units to treat for her dinner. At 11:00pm, the customer took another bolus of 1.0 units to treat for a snack. The customers basal rates were changed by her doctor a week prior to the event. The customer uses quick-set infusion sets. Nothing further was reported.